Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. A visual inspection determined that the introducer sheath, coil and pusher wire were returned. The pusher wire was returned inside the introducer sheath and the sheath was inspected with no anomaly noted. The coil was returned outside the introducer sheath and was inspected and found to be kinked. Severe stretching was noted from mid to distal end. The interlocking arm of the main coil had been pulled off. Dried blood was present along the stretched section of coil and the pusher wire was removed from the introducer sheath. The pusher wire was inspected and a slight kink was noted. Microscopic inspection determined the interlocking arm of the pusherwire ss coil was inspected and no damage was noted. The zap tip shape and surface of the coil was smooth. Dimensional inspection were found to be in specification. As the coil was severely damaged not all dimensions could be performed. The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause is user related as additional information states intermittent flush was maintained throughout the procedure which was confirmed during product analysis due to dried blood on the returned coil. Continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the device. Retrograde blood flow and/or thrombosis will cause difficulties advancing/retracting the coil in the catheter. The dfu instructs the user to "begin continuous flush before introducing the coil into the catheter." The non-performance of this maintenance step is a contributory factor in difficulties advancing/retracting the coil in the catheter. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a coiling treatment procedure, a coil became stuck in the catheter. The unspecified vessel was moderately tortuous. This 14mm x 30cm f-idc 2d detachable coil was passing through the renegade stc catheter when the physician noticed that he did not like the placement. The physician attempted to pull back and the coil became "stuck" inside the catheter. The case was ended and the patient will be brought back at another time. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed the interlocking arm of the main coil was pulled off.